Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) checked system and confirmed that system gets stuck when the counter reaches 00:00. After reviewing log file fse found that there is a malfunction in flex vision pc, the most likely cause is grabber cards. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis. Upon troubleshooting fse replaced flex vision pc, installed flex vision software. After replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.